Event description:
It was reported that a malfunction occurred on the pump, with no other notable events leading up to it. This issue caused the customer's blood glucose to exceed 500 mg/dl, although the specific value was not known as the device displayed "high." The customer addressed the issue by administering a correction bolus via the pump, without needing any third-party assistance. Technical support assisted the customer in resetting the pump; however, the same malfunction code occurred after being reset. Technical support sent a replacement pump, instructing the customer to return the problematic pump within 10 days. The customer had no backup currently available but stated they would reach out to their healthcare provider (hcp).